Manufacturer narrative:
Device part of recall z-2012-08.

Event description:
During insertion of the tibial nial, mallet broke and free head fell to the floor. Patient outcome: no adverse affect reported as a result of this event.